Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2021-00430, related manufacturer reference number:1627487-2021-00433. It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on 8 january 2021 wherein the entire system was explanted except a portion of the l5 lead (related manufacturer reference number:1627487-2021-00476).